Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and instructed the customer to remove the cartridge and administer a 9-unit bolus, which was completed successfully. The customer was able to reload the original cartridge and resume insulin therapy, concluding the resolution of the issue.